Event description:
While prepping stent delivery system in pt, air was withdrawn while applying negative pressure to balloon. Unable to inflate balloon to complete prep or deploy stent. While attempting to remove system as a unit, stent deployed and embolized to right iliac artery. Stent was retrieved using a gooseneck snare without adverse event to pt. The procedure was extended by approx 2 hrs. Upon removal of the delivery system it was noted that the stent casing was cracked as if from age or decay. MFR was informed of event and denied any product problem. The MFR claimed user technique as the cause of the event. Hosp has device available upon request.